Manufacturer narrative:
(B)(4).an actual sample was evaluated by baxter. A visual examination of the sample did not confirm the reported condition of a leak. However, during functional testing the unit failed the pressure test at 8psi due to a leakage. The reported condition was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) of an extension set that had on multiple occasions the set leaking at various sites; such as the filter and joints where various parts converge. The process step is unknown as well as any report of patient injury or medical intervention. There is no additional information available.